Event description:
The report from the affiliate indicated that four (4) days after the index procedure, the patient complained of chest pain while still in the hospital. Coronary angiography was done and thrombus was observed in the previously implanted cypher stent in the proximal left anterior descending (lad) target lesion and also in the first (1st) diagonal branch. Aspiration of the thrombus was done in the cypher stent. Percutaneous transluminal coronary angioplasty (ptca) was done with a ranger 2.0 x20 mm balloon for the septal branch and with a 3.5 x 15 mm balloon for the proximal lad while using a distal protection device. A kissing balloon technique (kbt) was then done for the lad and 1st diagonal. The physician's comment regarding the possible cause of the thrombotic event was that it might have been because the flow was slightly delayed due to distal embolization during the initial procedure and that a little thrombus remained in the implanted cypher after the procedure. Also a distal protection device should have been used during the initial procedure.

Manufacturer narrative:
The index procedure was an emergency case due to acute myocardial infarction (ami). The target lesion was the proximal lad. The lesion was reported to be: de novo, concentric, a bifurcation lesion, 18.6 mm in length, vessel diameter of 3.0 mm, and type c. The lesion was not pre-dilated. Thrombus was noted to be present and was treated by laser (thrombus treatment device) and aspiration. A cypher 3.5 x 33 mm stent was implanted at 20 atm for 60 sec. The stent was not post-dilated. Ivus was done. Timi flow pre-procedure was timi 0 and post-procedure timi 3. The residual stenosis was 0%. An act was measured at 316. Please note that device is distributed outside the united states, however, it similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.